Event description:
It was reported by customer that during routine check the cs100 intra aortic balloon pump (iabp) display flickering. There was no patient involved and no harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code). Corrected field: d10, h11. A getinge field service engineer reset the display connections and then observed the machine for 2 hours in which the machine was found working ok. The device passed all the necessary test as per factory guidelines.

Event description:
It was reported by customer that during routine check the cs100 intra aortic balloon pump (iabp) experienced display flickering. There was no patient involvement.

Manufacturer narrative:
Updated field-b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer reset the display connections and then observed the machine for 2 hours in which the machine was found working ok. The device passed all the necessary test as per factory guidelines.